Manufacturer narrative:
The name of the contact at the account is known at the time of this report. The info was received from the company sales rep. The serial number is unk so the date of MFR will be unk at the time of this report. Eval summary: it was reported that the black knob on the operating room lights, the button that must be engaged to keep the light handle on, came loose, it was further reported that the knob came loose when the sterile light handle cover was attached to the non-sterile light handle. The button is a component of the non-sterile light handle cover which undergoes sterilization after each use. When the sterile light handle cover containing the button is attached to the inner handle on the surgical light, a metal fastening clip engages the button which keeps the cover attached, and this metal fastening clip is not sterile. Therefore, when the sterile button comes into contact with the non-sterile fastening clip, the button is no longer considered sterile. In this instance, the button did not fall and there was no pt involvement. However, if this had occurred during a case, the button could potentially fall into the sterile field. This would cause an increased risk of post surgical infection. There was no pt involvement or adverse consequences associated with this non-conformance.

Event description:
(B)(4). It was reported that the black knob on the operating room lights, the one that must be engaged to keep the light handle on, became loose, it was reported that the knobs came loose when the account attached the sterile light.